Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed a carryover test and noted that the sample probe failed the test. The fse proceeded to replace the probe and wash collar to resolve this issue, and verified the repair as per established procedures. Results: wash collar.

Event description:
The customer reported obtaining erroneous standardized creatinine (cr-s), cholesterol (chol), high density lipoprotein (hdld), low density lipoprotein (ldld), blood urea nitrogen (bun), cartridge glucose (glu), phosphorus (phs), total bilirubin (tbil), and/or direct bilirubin (dbil) for five (5) patient samples involving the unicel dxc 600 synchron system. The customer stated that the results were reported out of the laboratory. When the issue was noticed, the customer repeated the samples on an alternate dxc analyzer and issued amended reports. Quality control (qc) results eight hours prior to the event were within the laboratory's established ranges. Qc was not run following the event. A review of the instrument log indicated that the instrument started suppressing results (no numerical results generated) for multiple samples and analytes from 6 am through 7:42 am on the date of the event. The samples in question were generated at approximately 7:30 am.